Event description:
Revision surgery - the patient had a history of dislocation of the last couple of years and the surgeon decided to increase the stability of the shoulder. The patient was revised to a 40 neutral glenosphere with a semi constrained insert.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There is no indication of a product or process issue affecting implant safety or effectiveness.